Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion was located in a shunt in the moderately calcified vessel in the forearm. A 6.00mmx2.0cmx90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 10 atmospheres for 1 minute. The balloon was removed from the patient's body without problem with the usual method and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.